Event description:
On (B)(6) 2014, a reporter for the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter read inaccurately high compared with another meter. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when the medical surveillance specialist (mss) reviewed the call. The cca was advised by the reporter (practice based care manager) that the alleged inaccuracy began in (B)(6) 2014. More recently, on an unknown date and time, the reporter stated they obtained an inaccurate high result of ¿279mg/dl¿ on the subject meter compared to ¿211mg/dl¿ on another meter (office calibrated meter), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these blood glucose results exceeds lifescan¿s criteria for accuracy. The patient manages her diabetes with insulin (lantus). The reporter stated that on an unknown date and time the patient experienced symptoms of ¿shocky¿ as she was unsure of how accurate her readings were. The reporter also stated that on an unknown date and time the patient required emergency medical services (ems) and was treated with IV glucose. At the time of troubleshooting, the cca determined that an approved sample site was used to obtain the result and the correct unit of measure was used at the time of testing. Replacement products have been sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. The treatment received suggests that the patient¿s condition deteriorated as a result of not being able to test their blood glucose accurately; therefore the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (11/26/2014) device evaluation. The lay user/patient¿s products have been returned on 11/17/2014 and evaluated by lifescan product analysis on 11/19/2014 with the following findings: the meter passed testing. The primary complaint was not reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.